Event description:
Following a procedure that was not able to be completed due to an error message on the generator, upon removing the grounding pad, a third degree burn was noted at the grounding pad site on the right lateral thigh. The grounding pad did not overlap with any other patches and the patient was prepped properly with no hair at the grounding pad site. In addition, there were no wrinkles or edges that were lifted up on the pad. A topical cream was initially given to the patient and the burn was covered with gauze. Further information received revealed the patient has since received treatment at a wound care facility with a total of four debridements being conducted.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g3, h2, h6.

Manufacturer narrative:
Correction: d10,. Additional information: g3, h2.

Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. The grounding pad was tested with the returned generator and probes. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies or error messages were noted. The cause of the reported patient burns and error message remains unknown.

Event description:
Related manufacturer ref: 2184149-2021-00262. Following a procedure that was not able to be completed due to an error message on the generator, upon removing the grounding pad, a third degree burn was noted at the grounding pad site on the right lateral thigh. The grounding pad did not overlap with any other patches and the patient was prepped properly with no hair at the grounding pad site. A topical cream was given to the patient and the burn was covered with gauze.